Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a battery out limit alarm on the insulin pump. Customer also reported the insulin pump reading battery off when a new battery was inserted into the insulin pump. Customer's blood glucose was 194 mg/dl at the time of incident. The customer reported the battery was out of the insulin pump for a longer duration than allowed. Customer was advised this was normal insulin pump behavior. The customer also reported the insulin pump did not turn when a new battery was inserted. Customer declined to return the insulin pump for analysis.